Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Additional information was requested, and the following was obtained: 1. When did the pleural effusion detected following the ablation procedure? Which side? A. Right side, effusion possibly present on cxr from (B)(6) 2021, but definitely confirmed on cta chest on (B)(6) 2021 2. Time of pleural effusion occurrence relative to date of ablation? A. Ablation was on (B)(6) 2020, no effusion seen on cxr (B)(6) 2020, so about 2-4 days post ablation. 3. What was the ablation probe insertion path, i.e., intercostal or other? A. Two lesions ablated at this session. Single probe for first lesion, intercostal access. Two probes for second lesion, both intercostal. 4. If the intercostal path was used, what respiration state (inspiratory vs expiratory) was the patient holding? Any change of respiratory status during the insertion? A. Expiratory breath hold by anesthesia. No change in respiratory status. 5. Was the pleural effusion requiring drainage (including needle aspiration)? A. No 6. If drainage or needle aspiration was performed, is there fluid culture performed? A. N/a 7. Was there any device abnormality identified pre= during or post ablation procedure? What led the investigator to conclude the pleural effusion was possibly caused by device used in the procedure? A. No device abnormality. I was not the one who reported this as a complication, so would have to check with the reporting investigator. Of note, I did hydrodissect with 2.5 l normal saline during the procedure that was not removed after the ablation. The patient didn¿t have any ascites prior to the ablation. I suspect that the pleural effusion could be due to the hydrodissection fluid leaking across the diaphragm, possibly from the intercostal access sites. 8. Current patient status? A. He had a normal chest x-ray on (B)(6) 2021. He underwent liver transplant on (B)(6) 2021.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the patient experienced a non-target ablation of right kidney. The lesion was a subcapsular lesion in segment 6 abutting superior pole of the right kidney. The surgeon hydrodissected the kidney away as best as he could, but it ended up still burning a very small portion of the upper pole. There was a chest CT done a week later to evaluate a separate issue and I estimate about a 3 cm x 1 cm x 0.6 cm (x-y-z) area of the upper pole was ablated. He was asymptomatic from this. No change in creatinine which is in normal range.